Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 650 mg/dl. It was determined that the customer's belt was pressing on the infusion set, causing the cannula to be pinched off. The customer was treated, then released. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.